Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance of greater than 125 ohms on the right ventricular (rv) lead. One other alert from the remote monitoring system occurred for this same issue about two years prior. Review of the data showed the shock impedance had increase by 25 ohms over the last year. Boston scientific technical services (ts) recommended commanded shock testing to evaluate the delivered shock impedance. The physician elected to continue monitoring at this time. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 05:32 pm CT. The report number is being corrected from: 2124215-2018-62281to: 2124215-2018-60102.

Event description:
Additional information was received that the patient was brought in office to evaluate the lead. A commanded shock test was done to test the integrity of the lead. The shock impedance produced from the test was within the normal range. The physician elected to continue monitoring at this time. This product remains in service. No additional adverse patient effects were reported.